Event description:
The complainant reports an over delivery. The reporter indicated that the nurse stated that the rate was set to 25ml/hr, however, when the nurse returned, 1000ml had been infused (per visual assessment) and the feeding rate on the pump was found to be infusing at 250ml/hr. The reporter stated the feeding infused over a period of 3 hours. The patient went into cardiac arrest and aspirated. The patient was sent to the ICU and placed on a ventilator. Reporter stated that she believes the event resulted from user error, that the infusion rate was set incorrectly, and there was failure to recognize the pump was infusing too fast.

Manufacturer narrative:
The testing and investigation results have been received and indicate the complaint for over delivery was not confirmed. The pump delivered at -1.0%, which is within specification. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.